Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet, with a recorded glucose low of 40 mg/dl after an automated correction delivered at a glucose of 184 mg/dl, and support staff noted the correction algorithm may have been too aggressive; the user reported no issues with the infusion set and returned to range after the event. Symptoms included no loss of consciousness, dizziness, or other immediate effects. Outcomes included no need for medical intervention or assistance and resolution with self-treatment using glucose tablets. Investigation included review of usage data and troubleshooting with user education regarding monitoring and follow-up if recurrent events occur. Investigation of this case revealed no device malfunction observed and suggested insulin dosing behavior as a possible contributor to hypoglycemia, with the device and infusion set functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.